Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer¿s blood glucose was unknown at time of incident. The customer reported bent cannula. The customer declined troubleshooting. Insulin pump will not be return for analysis.